Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. A1 - patient identifier: (B)(6). Investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (ult7.0-35-25-p-5s-cldm-hc) from lot 13170927 was leaking at the hub. This was noted after placement of the device. The device was removed and replaced to complete the procedure. Cook became aware of this event upon being notified by liaoning adsun med. Equip. Co. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One ult catheter was received in a used condition. The catheter was leak tested, and leakage was noted at the distal end of the cap. The distance between the cap and the mac-loc hub was measured and determined to be out of specification. Two threads were showing. The catheter was separated from the mac-loc by the investigator to obtain the cap inner diameter. The cap inner diameter was measured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Sufficient controls are in place to detect this failure mode prior to release. The product labeling states to inspect the product upon opening to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots found no relevant nonconformances. A database search revealed no other complaints from lot 13170927 at the time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that additional nonconforming product exists in house or in the field. The information provided upon review of the returned device suggests that the device was manufactured out of specification. However, review of the dmr, IFU, DHR, and dhf suggests that there are no additional nonconforming devices in house or out in the field. Cook has concluded that a manufacturing deficiency contributed to the failure mode the appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient identifier: (B)(6). Customer (person): line 2: (B)(6), phone: (B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous drainage procedure in the abdomen. During the procedure, the operator noted there was leakage at the "joint of the mac loc and catheter". The device was removed and another similar device was placed to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.